Manufacturer narrative:
The insulin pump passed the displacement test. Unit received compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected error test, prime/a33 test, excessive no delivery test and occlusion test due to compromised force sensor alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Insulin pump received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called via phone to report an a33 alarm. The customer;s blood sugar is 126 mg/dl. The insulin pump is not returning,